Event description:
Updated summary: customer also reported diabetic ketoacidosis. Customer was hospitalized and treated with IV insulin drip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia. The customer blood glucose level was 694 mg/dl at the time of hospitalization. Customer also reported that insulin pump had power loss alarm. Customer stated that insulin pump was dead and inserted new battery then insulin pump was working. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drip for high blood glucose at hospital. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting, abdominal pain and difficulty in breathing. Customer did not allege insulin pump was under delivering. Troubleshooting was declined for high blood glucose. The device will not be returned for analysis.